Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer mentioned that she was in an accident while driving. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found a low reservoir alarm. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Advised the caller that the insulin pump was functioning as designed. No further information was provided.